Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to user error from running the device in the load position or by pushing the disconnect sleeve while the device was running and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that motor device had damaged locking components. During in-house engineering evaluation, it was determined that the motor device had damaged locking components, the device operated with the safety engaged (power broken), failed safety test, the rotational speed did not meet the minimum rotations per minute, failed rotational speed, the lock cylinder and pawl release were damaged and the vanes were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in (B)(6) 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.